Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a sprinter legend rx ptca balloon catheter. Balloon dilation was performed. After inflation of the device the balloon was unable to be retrieved. Several attempts were made to retrieve the balloon without success. The balloon was withdrawn from the patient gently. When the balloon was removed it was found that it could still not be withdrawn. The procedure was completed using another balloon. No other patient injury reported.